Event description:
A us distributor contacted zoll to report that he had fallen and broken his kneecap when the lifevest belt wire got caught on a door handle. The patient had already been in a cast with a walking boot on this right foot due to having an unrelated surgery. The patient was wearing the lifevest with the monitor carried around his neck when the belt wire got caught on a door handle. The patient indicated that it didn't take much for him to lose his balance and fall, resulting in the broken knee cap.